Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with two limb stent grafts to repair a pseudo aneurysm in an aortic anastomosis. The patient had a previous surgical graft implanted. On (B)(6) 2016, during a follow up, computed tomography (CT) showed a separation of the limbs stents from the initial implanted surgical graft. The patient has not had or been scheduled for a subsequent endovascular procedure. Patient in stable condition.